Event description:
It was reported that a cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to send a replacement pump with updated software and provided instructions for using a backup therapy and returning the problem pump within 10 days. The customer understood the instructions and acknowledged all resolutions.